Event description:
It was reported that a patient presented in-clinic for an unrelated routine generator change procedure. During the procedure, the right ventricular (rv) lead was visually found to have an insulation breach. No electrical anomalies were noted prior to the procedure. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.